Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 03/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement procedure in right internal jugular vein, the catheter allegedly failed to aspirate and difficult to be flushed. The procedure was completed using another device. There was no patient contact.

Event description:
It was reported that prior to a port placement procedure via the right internal jugular vein, the catheter allegedly failed to aspirate and difficult to be flushed. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI implantable port kit was received for evaluation. Visual, tactile and functional evaluations were performed. Upon functional evaluation, an attempt to infuse the catheter with the returned flushing connector was performed and the catheter was patent to both infusion and aspiration without issue. One electronic photo was provided for review. The photo shows the powerport kit in a package. However, the investigation is inconclusive for the reported difficult to flush and suction issues as the exact circumstance at the time of the event reported was unknown. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 03/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.